Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads of this pacemaker system had exhibited noise on non-sustained ventricular tachycardia (nsvt) episodes soon after the device changeout in (B)(6) 2024. The noise appeared consistent with lead-on-lead noise. There was no indication of pacing inhibition. The patient was 47% atrial paced and 85% ventricular paced but did not appear pacer dependent. Ra impedances were stable in the upper 500-600 ohms range, and rv impedances showed a gradual rise from 1,000 ohms to 1,900 ohms over the past year. Rv thresholds appeared elevated in the 1.9 to 2.2 v @ 0.4 ms range. Technical services (ts) recommended confirming whether the leads were fully inserted into the device header at the upcoming lead revision. Subsequently, both leads were explanted and replaced due to lead/fracture, and the pacemaker was explanted and replaced due to normal battery depletion (nbd). It was noted that x-ray imaging of both leads showed clavicular crush. No additional adverse patient effects were reported. All explanted products were retained by the facility, were not expected for device return.